Event description:
Information was received from a manufacturer representative regarding a device used for spinal therapy. It was reported that the trigger of the inserter got jammed and the other pivox inserter broke where the spring captures and releases the plate . There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3. Device evaluation summary: product analysis (B)(4).:part # 2141000, lot # nm17b008 visual and optical inspection confirmed the one of the retaining tabs at the tip of the inserter has broken due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.